Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the coupler comes off from the scope was, due to deterioration of the coupler unit; the endoscopic image cannot be displayed was, due to damage on the cable unit; and the water tightness is lost was, due to poor water-tightness of the cable unit. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. Coupler comes off from the scope. The endoscopic image cannot be displayed and water tightness was lost.